Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2953161-2021-01100 was submitted in error, and is hereby retracted.

Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pxc201200 / (B)(4).

Event description:
On (B)(6) 2008, this patient underwent endovascular treatment and was implanted with gore® excluder® aaa endoprosthesis. On (B)(6) 2017, the patient underwent reintervention and contralateral leg component was implanted. No further information is known at this time.